Event description:
Event description guidant received information that this right ventricular lead measured shock impedances of over 125 ohms. The measurement had been gradually increasing over the months. All other lead measurements are normal and stable. The patient had received one shock the previous month and the shock impedance was 37 ohms at that time. At a later date, a shock impedance measurement was recorded as less than 20 ohms.